Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location inside the bag. The issue was observed during device preparation and the device was filled with d5w (5% dextrose in water). There was no patient involvement. No additional information is available.